Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p6a1073) sigphandle, sig power sigphandle handle, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload used with a powered handle and an xl adapter was fully engaged to trigger stapling, and after blade retraction a can was released, causing slow and difficult retraction of the device. It was further reported that the reload instrument broke at the articulation joint and that the broken part disengaged. No pieces fell into the patient cavity. First, the doctor replaced the handle and adapter. Second, after three charges, the user identified the defective charge, removed it, and took it away from the patient. The patient was reported to be alive with no injury.